Event description:
During eye surgery, surgeon noted that disposable bipolar pencil "came apart in the eye". The device was handed off the field, and it was noted that the device consisted of a probe with a covering over it. The outside covering separated from the probe and was easily retrieved. By the surgeon.